Manufacturer narrative:
Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in two inappropriate shocks to be delivered to the patient. The patient was noted to have been sleeping and eating breakfast, respectfully, at the time of the delivered therapy. The patient was subsequently hospitalized for further evaluation. The device was checked with significant noise able to be reproduced in primary and alternate vectors via isometric testing. An automatic setup was performed with the secondary vector selected. The device was reprogrammed from the primary to the secondary vector to mitigate further noise and potential inappropriate therapy. Device data was then sent to the rhythmcare team for further evaluation. Rhythmcare determined the reported observations were consistent with a sense b node issue. Rhythmcare then provided further programming and troubleshooting options. The physician elected to surgically explant and replace the device to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in two inappropriate shocks to be delivered to the patient. The patient was noted to have been sleeping and eating breakfast, respectfully, at the time of the delivered therapy. The patient was subsequently hospitalized for further evaluation. The device was checked with significant noise able to be reproduced in primary and alternate vectors via isometric testing. An automatic setup was performed with the secondary vector selected. The device was reprogrammed from the primary to the secondary vector to mitigate further noise and potential inappropriate therapy. Device data was then sent to the rhythmcare team for further evaluation. Rhythmcare determined the reported observations were consistent with a sense b node issue. Rhythmcare then provided further programming and troubleshooting options. The physician elected to surgically explant and replace the device to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in two inappropriate shocks to be delivered to the patient. The patient was noted to have been sleeping and eating breakfast, respectfully, at the time of the delivered therapy. The patient was subsequently hospitalized for further evaluation. The device was checked with significant noise able to be reproduced in primary and alternate vectors via isometric testing. An automatic setup was performed with the secondary vector selected. The device was reprogrammed from the primary to the secondary vector to mitigate further noise and potential inappropriate therapy. Device data was then sent to the rhythmcare team for further evaluation. Rhythmcare determined the reported observations were consistent with a sense b node issue. Rhythmcare then provided further programming and troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in two inappropriate shocks to be delivered to the patient. The patient was noted to have been sleeping and eating breakfast, respectfully, at the time of the delivered therapy. The patient was subsequently hospitalized for further evaluation. The device was checked with significant noise able to be reproduced in primary and alternate vectors via isometric testing. An automatic setup was performed with the secondary vector selected. The device was reprogrammed from the primary to the secondary vector to mitigate further noise and potential inappropriate therapy. Device data was then sent to the rhythmcare team for further evaluation. Rhythmcare determined the reported observations were consistent with a sense b node issue. Rhythmcare then provided further programming and troubleshooting options. This device remains in service. No additional adverse patient effects were reported.